Event description:
Reporter alleged discrepant blood glucose values of 379 mg/dl back to back with a result of 147 mg/dl when testing was performed 5 minutes apart on the advantage system. Customer stated not having any high or low glucose symptoms at the time; however, did not provide the location of the testing. No actions taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.